Event description:
The patient was undergoing a coil embolization procedure in the testicular vein using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil through the microcatheter, the ruby coil unintentionally detached in the mid-shaft of the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the coil was flushed out. The procedure was completed using two additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.